Manufacturer narrative:
(B)(4).

Event description:
Clinical follow-up was requested and on 6/28/2016 the surgeon provided the following additional details. Cataract with istent implantation in the right eye was reported to be uneventful. The surgeon was unable to visualize the stent postoperatively. The surgeon reported that the stent malpositioning did not result in any adverse impact to the patient and the patient will continue to be monitored. The adverse events were reported as resolved and the patient's current status/prognosis was reported as stable. Device identifiers were not available.

Manufacturer narrative:
Device identifiers have been requested. The device remains implanted in the patient and is not available for evaluation. (B)(4). Stent dislocation, iop elevation, and decreased vision are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery.

Event description:
The surgeon reports implanting an istent the week of (B)(6) 2016 (exact date not known). The surgeon felt the stent seat in schlemm¿s canal, but thought it looked superficial. One-day postoperatively the patient¿s intraocular pressure increased to 50 mmhg. After treatment with paracentesis and glaucoma drops the iop decreased to 25 mmhg on (B)(6) 2016. On (B)(6) 2016 the iop increased to 42 mmhg and the patient complained of decreased vision. Preoperatively the patient¿s visual acuity was 20/200 with 60% cupping. Postoperatively the cupping appeared to be approximately 80%. The patient also had a small piece of retained (cataract) nucleus in the inferior iridocorneal angle. The istent was barely visible in the trabecular meshwork. The patient returned on (B)(6) 2016 and his iop was 35 mmhg, but the physician could not see the istent anywhere in the angle or on the iris. The physician performed a thorough anterior chamber washout and removed the retained piece of nucleus in order to control the iop. On (B)(6) 2016, the patient¿s iop decreased to 20 mmhg. Gonioscopy will be performed in one week to attempt to visualize the stent. Additional information has been requested.